Event description:
It was reported that the lead oversensed complexes on the bipolar channel and inhibited pacing. The patient experienced syncopal symptoms at home and in the clinic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.